Event description:
It was reported that when using a versapoint electrode during a gynecological procedure, the twizzle tip fell off into the pt. The surgeon feels the tip was flushed out of the uterus. There were no pt consequences reported.